Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the pump indicated that the rewind was complete but the piston rod did not move and that the patient could not insert the cartridge into pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence of a rewind issue recorded in the black box or history. There were no rewind issues during the investigation. The pump was opened and removed from the case. The motor assembly and lead screw were inspected upon removal. The motor was found to be easily stalled and would not resume without assistance.